Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Follow up #1 (11/27/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.